Event description:
The user facility reported that the tip of the glidecath became separated during a left extremity angiogram procedure. Communication with the user facility confirmed the following: during removal over the bifurcation, the glidecath appeared "to have become caught on a portion of the stent;" the physician continued to attempt to withdraw the device when "a portion of the distal tip broke off;" the physician obtained a second access in the left common femoral artery; the detached tip of the catheter was retrieved using a snare device; the initial procedure was completed successfully; and the patient was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4) - additional catheterization procedure was required to retrieve the detached material, but there is no code available. (B)(4). The involved device was returned to the manufacturing facility for evaluation. Visual inspection of the returned sample confirmed that the catheter had been fractured approximately 120-180mm from the distal end. Magnified visual inspection of the area adjacent to the point of separation revealed that the catheter tubing had been flared and elongated. Inspection and testing of undamaged sections of the returned sample confirmed that there were no defects or anomalies and performance specifications were met. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. The cause of the reported event cannot be definitively determined based on the available information. However, the event description and appearance of the returned sample are most consistent with the catheter having been damaged due to continued manipulation against resistance until the tip become completely separated during attempts to withdraw the device. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).